Event description:
It was reported that the ilet user received a low glucose alert at 69 mg/dl, consumed carbohydrates without initially announcing a meal to avoid another low and typically treats with candy. Fingerstick confirmation was not obtained, and glucose readings subsequently rose from 73 to 83 mg/dl, with guidance provided to treat the low and allow glucose to rise before announcing a meal, indicating an improper or incorrect use procedure and no device component involvement. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to following instructions, aligning with an improper or incorrect procedure of treating hypoglycemia and no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.